Manufacturer narrative:
It was reported that upon removal of the stent delivery system from the package the stent was not mounted onto the balloon. Further reports state that the stent was observed missing when the device was introduced into the patient and observed under fluoroscopy. Failure analysis lab (fal) analysis revealed that the product was used and contained crystallized inflation medium inside the inflation lumen of the balloon and clear stent marks were observed on the balloon proving that a stent was mounted on the balloon during manufacturing. Based on the information from the product analysis, the product was used; however, it is not clear when the stent dislodged from the product as conflicting information has been received. It appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue. A non-sterile amiia stent delivery system (sds) was returned coiled inside an open pouch and inside the opened outer box. The stent was not returned. The balloon had already been inflated. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). Based on the analysis findings the reported complaint does not appear to be related to the manufacturing process.

Event description:
Upon removing the palmaz genesis (pg1860pms) from the packaging, the physician stated that the stent was not on the balloon. The stent was not dislodged from its intended location. There was no damage to the package. There were no other noted damages to the device. There were no damages noted to the balloon of the stent. However, while requesting further details of the reported event, the technician stated that the stent was observed missing when the device was introduced into the patient and observed under fluro. Failure analysis lab (fal) analysis revealed that the product was used and contained crystallized inflation medium inside the inflation lumen of the balloon and clear stent marks were observed on the balloon.